Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to an upstream occlusion not detected, which was no confirmed or reproduced. The device passed further testing and the cause was unable to be determined. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-07295 can be removed from the FDA database.